Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition of 'air detector error' was verified as a reload set issue which was reproduced during evaluation. Additionally it was confirmed through review of the event history log as reload set messages. Evaluation determined the cause to be an out of specification ultrasonic sensor which failed calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an air detector error. The event happened during testing at biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.